Manufacturer narrative:
The manufacturer of the device is unknown, the event is conservatively being reported. Article citation: hedayati, b., juhasz, m., chu, s., & mesinkovska, n. A. (2020). Adverse events associated with cryolipolysis: a systematic review of the literature. Dermatologic surgery, 46(1), s8¿s13. Https://doi.org/10.1097/dss.0000000000002524. According to the coolsculpting user manual, under warnings, coolsculpting system use has not been studied in patients with impaired peripheral circulation in the area to be treated. It also states that the use of the coolsculpting device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. Do not use the coolsculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries, or veins. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article adverse events associated with cryolipolysis: a systematic review of the literature, "one case of deep vein thrombus (dvt) was reported by a provider who treated a patient¿s arms; surgical correction was necessary. There are no literature reports of dvt¿s post-cryolipolysis."